Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while they were replacing the tube. The caller did not know the blood glucose reading. Troubleshooting was conducted and insulin did not exit. The customer changed the reservoir and the set. It was stated that they were able to run a manual prime without a no delivery alarm occurring.

Manufacturer narrative:
The reliability analysis evaluated 1 opened/used reservoir. A visual inspection was performed and found the 1st o-ring out of groove. The reservoir returned opened/used. The unit was unable to prime.